Manufacturer narrative:
The catalog number and lot code were not provided. The device is reported to be an unknown exeter stem. The sales rep indicated he will be following up with the surgeon to obtain the device and additional information for evaluation. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding stem fracture involving an exeter stem was reported. The event was confirmed. Visual inspection: the exeter stem is broken on the distal part, approximately 57mm from the distal tip of the stem. The femoral head is still attached to the trunnion. There are scratches on the inner face of the stem and big scratches on the distal part that have been done during the explantation of the device. Dimensional inspection: dimensional inspection was performed and was found compliant with drawing. Device evaluation and results: the stem fractured through the mid-stem region approximately 2.2 inches from the distal tip. The femoral head remained attached to the stem trunnion. Fracture originated along the lateral surface and propagated medially. The fracture surface associated with the distal tip was entirely obscured by explantation related damage. There was no evidence of impingement. Conclusion: the exeter stem fractured in fatigue through the mid-stem region, originating on the lateral surface and propagating medially. No material or manufacturing defects were observed on the device features examined medical records received and evaluation: root cause of failure is an overload condition that developed most probably already since the time of primary arthroplasty in 1998 due to pelvic deformity and symphysis instability creating adverse biomechanics of the hip joint, possibly the indication for hip arthroplasty itself with posttraumatic osteoarthritis of the hip. The permanent overload condition caused premature failure of the cement-bone interface of the exeter stem, evident already in 2008, with progressive loss of fixation resulting in the whole proximal two-thirds of the exeter stem loosing it¿s bony support. Final fatigue fracture due to overload occurred in 2013 after which corrective action was undertaken. All discussed factors, including the post-traumatic pelvis deformity with symphysis instability plus the heterotopic calcifications in the hip joint space limiting hip movements are patient-related in character. There may be a minor secondary procedure-related factors with regard to cement technique because the cement mantle in the proximal lateral stem section was rather thin and as such may sooner become subject to overload. I do not think though this is a principal factor. Early postop arthroplasty x-rays from 1998 would be required to further evaluate this aspect. As such, the failure scenario is evident and plausible from the clinical and radiological features discussed and there are no evident device-related factors from the available information as further supported by the mar findings. This pi case is not device-related. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: a medical review by a clinical consultant concluded that the root cause of the of failure is an overload condition that developed most probably already since the time of primary arthroplasty in 1998. The permanent overload condition caused premature failure of the cement-bone interface of the exeter stem with progressive loss of fixation resulting in the whole proximal two-thirds of the exeter stem loosing it¿s bony support.

Event description:
The sales rep. Reported that a patient is undergoing a revision of their exeter stem due to a reported fracture. The procedure is being performed on (B)(6) 2014.

Event description:
The sales rep. Reported that a patient is undergoing a revision of their exeter stem due to a reported fracture. The procedure is being performed on (B)(6) 2014.